Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure performed on (B)(6) 2017. According to the complainant, post procedure, the internal bolster detached from the tube inside the patient. ¿reportedly, there was no damage such as physical fracture in the tube cross section of the bumper connection part.¿ the physician has no plans to remove the detached bolster as he thought that the bolster has already been excreted. A new endovive¿ securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure performed on (B)(6) 2017. According to the complainant, post procedure, the internal bolster detached from the tube inside the patient. ¿reportedly, there was no damage such as physical fracture in the tube cross section of the bumper connection part.¿ the physician has no plans to remove the detached bolster as he thought that the bolster has already been excreted. A new endovive securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on august 23, 2017. The procedure date as to when the endovive securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure is unknown.